Event description:
It was reported that: "it was the first case for the new system to be used in our area. The surgery went fine, all implants fot put in fine. The problem occurred when dr. Put the stem in place and was trying to release the impactor. It was giving him trouble, he had to jiggle it and tap on it to get release. After the surgery, everything seemed fine. Rep. Was going to show the instruments to a new doctor, he was going through and refreshing himself on the items when he noticed the impactor was not seating properly. He says, it seems to not be as secure as it should be.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.